Event description:
It was reported that asymmetrical lens vaulting ('z-syndrome') occured in the patient's right eye. Posterior capsule opacification, capsular fibrosis/striae were observed 2 months post op. A yag capsulotomy was performed and the issue resolved. In the surgeon's opinion the likely cause of the reported event was capsular fibrosis non-symmetrical.

Manufacturer narrative:
The lens remains implanted. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The lens remains implanted; therefore it is not available for evaluation. A retain sample from the same lot (7457804) was dimensional inspected and all dimensionally measurements were found to be within specifications. The device history record was reviewed and no nonconformities or anomalies related to this complaint were found. Based on the current information received, a definitive root cause of the reported event could not be determined. In the surgeon's opinion the likely cause of the reported event was non-symmetrical capsular fibrosis.

Manufacturer narrative:
It is to be noted that the date that was sent in the initial MDR was incorrect.